Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead got dislodged and wrapped around the device implant. This issue caused the patient to speak with an impediment. The pocket was re-opened. The lead remains in service to date. No additional adverse patient effects were reported.